Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a denovo lesion located in the narrow, 79% stenosed mid circumflex. Predilatation was performed prior to stenting. A 2.5x18 mm xience v stent was deployed at 12 atmospheres. During post-dilatation of the stent a distal edge dissection was observed. Another xience v stent was deployed to treat the dissection successfully. Timi iii flow was maintained. There was no reported clinically significant delay during procedure. No additional information was provided.